Event description:
Reporter alleged obtaining a blood glucose result of 162 mg/dl at 8:00 am on her aviva system and had a normal breakfast as well as took normal amount of insulin. Reporter stated at noon, she obtained discrepant blood glucose values of 64, 87, 99 and 106 mg/dl when all tests were performed back to back on the same system within 5 mins. No actions or treatment reported. A request was made for the return of the suspect device and replacement product was sent.